Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer reported she accidently splashed the reagent solution while opening the reagent bottle on her eyes. The consumer flushed her eyes with copious amounts of water. The consumer was asymptomatic. The consumer reported that they had no burning sensation or irritation. The consumer confirmed there was no harm due to the test results.

Manufacturer narrative:
A product deficiency was not reported or found. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test extraction reagent on (B)(6) 2024. The consumer reported she accidently splashed the reagent solution while opening the reagent bottle on her eyes. The consumer flushed her eyes with copious amounts of water. The consumer was asymptomatic. The consumer reported that they had no burning sensation or irritation. The consumer confirmed there was no harm due to the test results.